Manufacturer narrative:
Based on the data provided a general issue with the reagent or hardware was not identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). There were no signs of cloudiness in the syringes. Preventive maintenance was performed on 01-may-2019. Measuring cells were replaced and new procell was installed on 16-may-2019. The customer repeated 10 patient samples that had been run before the result in question and 10 patient samples that had been run after the result in question and those results were comparable to one another. The field service engineer (fse) performed both a precision and instrument check. The instrument check data was within specification.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e 801 module. The initial result was > 10,000 iu/l with a data flag. The instrument performed an automatic 1:100 dilution with a result of 26,513 iu/l. This result was reported outside of the laboratory where it was questioned. The sample was repeated twice with results of 9837 iu/l with a data flag and 9820 iu/l with a data flag. The patient was not adversely affected. The hcg + b reagent lot number was 385896. The expiration date was not provided.